Manufacturer narrative:
(B)(4). (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part 412.103s, lot 8353494: manufacturing site: (B)(4) . Manufacturing date: 24 april 2013. Expiry date: 01 april 2023. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a t-plate had been implanted in a patient for osteosynthesis of distal radius fracture on (B)(6) 2015. On (B)(6) 2015, the patient went in to have a removal surgery. During the surgery, it was detected the wrong instruments set of tcp had been arrived instead of the correct instruments set for removal. Therefore the surgeon removed the cortex screws fixed in the shaft part of the plate using a hexagon driver which hospital owned. However he could not remove three (3) screws inserted into the distal part because they were locking screws. The surgery was extended for twenty (20) minutes; eventually the surgeon decided to remove the locking screws during another procedure. This re-surgery occurred was completed on (B)(6) 2015. This is report 2 of 4 for (B)(4).